Manufacturer narrative:
A mirror in the shutter unit was damaged. We are unaware about delay on treatment or pt injury.

Event description:
The laser system showed "power low" message on the first check to customer. We are unaware about delay on treatment or pt injury.